Manufacturer narrative:
Image review: seven fluoroscopic media files were provided. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. As reported and supported by the evidence provided, the valve deployment was attempted multiple times, and the valve was noted to move ventricular with each subsequent deployment attempt. It was documented that after seven deployment attempts, further efforts were made with the same outcome. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The total number of deployment attempts and recaptures beyond the seven mentioned is not known but eventually the valve was recaptured, withdrawn from the patient and further efforts were aborted. As stated in the IFU: deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Evidence supports that a non-medtronic valve was subsequently implanted. It was reported that a dissection was identified on a final angiogram; however, the aortic dissection is not visible on the angiogram provided. Regardless, it is not possible to determine if the reported dissection was caused by evolut valve implant attempt or the non-medtronic valve implantation. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment and validate suitable valve selection. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that per the physician, the delivery catheter system did not contribute to the d issection and it was likely caused by the post-implant balloon dilation of the non-medtronic valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. Damage was observed to the screw gear. Delamination was observed to the proximal end of the capsule. Deformation was evident to the distal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a standard transcatheter aortic valve implantation (tavi) procedure, a pre-balloon dilation was performed using a 22 mm balloon. The valve was initially deployed starting with the 3 mm marker at the non-coronary cusp (ncc) in the cusp-overlay. There was significant tension that was encountered during deployment and the valve repeatedly slipped inward. The valve was recaptured with the intention to start at a higher position to prevent from slipping into the left ventricular outflow tract (lvot). Several repositioning attempts were made without successful valve placement. Even with a low but acceptable valve position, the valve continued slipping when the working wire was relaxed and just prior to final deployment. After 7 repositioning attempt, a new physician attempted to deploy the valve.  Despite further attempts, the valve could not be successfully implanted. Ultimately, the procedure was converted to use a balloon-expandable valve, and a non-medtronic 26 millimeter valve was implanted, followed by post-dilatation. Moderate calcification was reported during the procedure. A final angiogram revealed a small dissection in the ascending aorta, which was not present prior to non-medtronic valve implantation.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013164039); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.